Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition has improved. He has been discharged from ICU and is home. Customer is not having any symptoms at this time. Customer was taken to the hospital on (B)(6) 2017 and was discharged today (B)(6) 2017. Customer was given insulin, IV fluids, metformin and kidney medication. Customer had routine bloodwork done and was placed in the ICU for observation. He was diagnosed with type 1 diabetes.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer is concerned with tests results from results obtained of e-5. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptom of being "out of it." Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 9/30/2017 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer called because she used her truemetrix meter with her boyfriend, (B)(6). (B)(6) male, was lying on the couch "out of it" and she decided to try and test his blood sugar obtaining an e-5. Advised customer meter is for single patient use, but attempted to obtain a blood sample from (B)(6) to test and we were not able to. Customer states (B)(6) looks dehydrated. (B)(6) does not take any medications and does not have any medical conditions diagnosed. Ended call and advised customer to call 911 immediately. On follow up done on (B)(6) 2017, (B)(6) advised that (B)(6) was admitted to the ICU with a blood glucose reading of 955mg/dl (diagnosed with hyperglycemia). Customer was given insulin, IV fluids.